Event description:
This lead was implanted on (B)(6) 1999 and is still in active use. This lead has high outputs. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).